Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient fell several months after surgery. Complained of unresolved pain. Bone scan was done showed tibia was loose. Plan to revise to cemented component.

Event description:
Patient fell several months after surgery. Complained of unresolved pain. Bone scan was done showed tibia was loose. Plan to revise to cemented component.

Manufacturer narrative:
Correction: it was determined that this event (2249697-2014-02481) is a duplicate of MFR. Report # 2249697-2014-02412 (stryker ref. (B)(4)). When available, investigation results will be submitted under MFR. Report # 2249697-2014-02412.